Manufacturer narrative:
Concomitant medical products: w1tr06 crtp implanted (B)(6) 2020; 5024m lead, implanted unknown product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds to high values. No action was taken. The rv lead remains in use. No patient complications have been reported as a result of this event.